Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2019 the following findings: during investigation, the complaint was reported on 1/14/2013 but according to the pump history the pump was in use until 12/10/2016. Therefore all pump history and black box has been overwritten for time of complaint. The pump was returned with a dim/pink screen and a battery compartment crack. Investigation was unable to reproduce cs or warnings during basal duration test. The alarm history verified 2 cs 052 alarms. Pump cover was removed evidence of moisture ingress was located on pcb components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading color spectrum, battery compartment crack and moisture ingress. This report is made based on results of investigation completed on 05-sep-2019